Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. From the complaint description, it is not possible to determine the static/fatigue loading on the instrument nor the amount of times the instrument might have been used before the failure. The design of the driver was evaluated and deemed adequate, therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2012. Placeholder.

Event description:
It was reported that during a triple arthrodesis fusion (ankle) the tip of the driver snapped off into the head of the screw as the surgeon was tightening the last screw. The surgeon was able to immediately retrieve the broken fragment from the head of the screw and completed the procedure.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the manufacturing evaluation revealed that the fracture face is homogenous, which indicates material conformity. Based on these findings this complaint is invalid from a manufacturing standpoint.